Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The difficulty of an increased intra peritoneal volume event was identified through an event history log review. The cause was determined to be a use error of setting the tidal total ultrafiltration removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 01:10:47. During night drain cycle five, the patient's ultrafiltration reading was 1749ml, indicating the home patient drained 1389ml more than their maximum programmed fill volume of 1800ml. No additional information is available.